Manufacturer narrative:
The associated complaint device was not returned. The medical investigation concluded that no clinically relevant supporting documentation was provided and the patient's current condition is unknown. Therefore, a thorough medical investigation could not be performed. Should clinical documentation become available in the future, the clinical/medical task may be re-evaluated. No further medical assessment is warranted at this time. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, the complaint can be re-opened. No further actions are being taken at this time.

Event description:
It was reported that a revision surgery was performed due to unknown. Md removed size 7 so anthology stem secondary to being retroverted. Removed 36-3 ox head. Stem and head were replaced with competitive product. Unable to read lot numbers. No more information provided yet.